Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states that threshold suspend went off. The customer states their blood glucose was 130mg/dl, but the sensor was reading 60mg/dl. The customer asked to be called back to continue troubleshoot.